Event description:
On (B)(6) 2008, customer reported an erroneous eosinophil test result of 27.4% when using the coulter lh 750 hematology analyzer. The test results were determined to be erroneous when compared to the manual blood smear differential of 0% eosinophils and repeat tests performed on the same coulter lh 750 hematology analyzer provided a test result of 0.0%. The erroneous test results were reported out of the laboratory. The doctor was notified. The test results were corrected at the lis (laboratory information system). There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
The sample was collected in a 3 ml plastic edta vacutainer tube and was tested 5 minutes after phlebotomy. Controls were run before and after each shift and recovered within range. Flagging preferences are set to [1101] low level for blast, variant lymph, and imm ne2; imm ne 1 is turned off, therefore imm. Ne 1 is not displayed on the printout. (Note: blast, variant lymph, imm ne 2 and imm ne 1 are instrument generated flags for immature white blood cells.). On (B)(4) 2008, field service engineer (fse) evaluated the instrument at the customer's facility. The fse reviewed field trend data and collected raw data from the instrument. The fse verified that the instrument met performance specifications. Raw data analysis was performed. The root cause for the erroneous test results is unknown; however, the instrument generated imm ne1 flag on the initial sample run and which was not visible on the printout because the customer disabled the imm ne 1 sensitivity. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.